Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Parts replaced to correct deficiencies identified during planned maintenance (pm): battery charger #1 circuit board replaced per instruction in advanced service manual (asm) due to multiple charger banks reading out of spec voltages. Left side lift and shift hydraulic cylinder replaced per asm due to small fluid leak on bottom of existing cylinder. Pendant swivel assembly replaced per asm due to difficulty swiveling existing pendant in either direction. Rotor bearing replacement per procedure due to existing bearings not spinning freely. Left positioner cover not replaced due to incorrect part shipment. Existing cover was repairable, and reinstalled on system. The charger board 1 has been received by the manufacturer for evaluation, although analysis is not yet complete. No other parts have been received for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system had a damaged rotor bearings, positioner cover mount, battery charger board, x-stage cover, lift and shift hydraulic cylinder, and pendant swivel assembly. This damage was discovered during a planned maintenance (pm) and not patient was present.

Manufacturer narrative:
The suspect charger board has been received by the manufacturer for evaluation. Testing found that two channels on the board have a high output. Several capacitors on the board were beginning to leak. The leds functioned as designed on the board. This confirmed an electrical failure due to a faulty charger board.

Manufacturer narrative:
The hydraulic cylinder was returned to the manufacturer for evaluation. Visual inspection found that the cylinder was leaking oil.

Manufacturer narrative:
The pendant swivel assembly was returned to the manufacturer for evaluation. Testing found that the plunges had normal wear and tear and resulted in the swivel experiencing difficulties rotating.